Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Preliminary analysis found that a user disconnected the interface (umbilical) cable while the imaging system was not charging. This led to the critical battery error message. The representative noted that damages were present to the motion batteries on the system. The imaging system then passed the system checkout and was found to be fully functional. The motion batteries have not been returned to the manufacturer for analysis. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while outside of a procedure, the imaging system showed a critical battery error message on the viewing station of the imaging system. No additional information was provided. There was no patient present when this issue was identified.